Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device unable to verify lost sensor due to pump unable to locate sensor signal, problem isolated to pcb 2.

Event description:
The customer reported via phone call that they were having a lot of trouble with the insulin pump and sensors. The customer's blood glucose level was 63 mg/dl at the time of the incident. The customer¿s other blood glucose was 168 mg/dl. The customer put in a sensor and while they were at work the insulin pump said sensor updating. The device will be returned for analysis.